Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer reported 2 separate brief instances of unintended fluoroscopic x-ray in proximity to an unshielded patient. Preliminary evaluation of the device and log files found evidence that normal exposures from the footswitch may have been unintentionally commanded in error by healthcare personnel. The hand switch x-ray controller and footswitch controller were replaced proactively during the service event. A supplemental report will be submitted at the conclusion of the investigation which was opened related to the events surrounding this complaint.

Event description:
The customer reported that fluoroscopic x-ray was initiated without command of the operator. The occurred twice in the same patient case, once when the physician was connecting the hand switch and once when the system was being moved away from the patient. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A root cause investigation was completed related to the reported event. Based upon analysis of the available information, the conclusion of the investigation determined that an un-commanded x-ray event did not occur. There was no accidental radiation occurrence (aro) related to this event. No further actions are planned by the manufacturer at this time.